Manufacturer narrative:
Device evaluation anticipated but not yet begun. Device evaluation anticipated but not yet begun. Insufficient information has been received to determine the serious of events. Several requests have been made but no additional information has been provided. The device has been received but the evaluation has not begun. Follow up MDR will be submitted when new information is received.

Event description:
The customer reported that the patient had a several mitral regurgitation, of this prosthesis, caused by central jet, lack of coaptation of the leaflets

Manufacturer narrative:
Customer report of regurgitation could be confirmed visually. As received, leaflets 2 and 3 exhibited characteristic markings which indicate suture was looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by the suture that were tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It was reported the patient expired two days after explant of this device. The cause of death and replacement device remain unknown at this time. No additional information has been provided by the health care provider. Conclusion: product evaluation was able to confirm regurgitation as reported by the customer. The root cause was due to a suture loop and not due to a device malfunction. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Sales representative has been provided with a copy of the sizing and implantation guide for the customer.